Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and intermittent capture. The physician increased the pacing amplitude but found that the lead was causing phrenic nerve stimulation. The physician decided to program off the ra lead and monitor the patient. The physician elected to leave the lead in the patient out of service. The lead was not replaced. No patient complications have been reported as a result of this event.